Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. Unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Received without original battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nephew reported the death. Caller stated that the last blood glucose reading was 136 mg/dl. Customer was taken to hospital by helicopter. Customer had tested low blood glucose at bedtime. The reading was 30 mg/dl. Customer was found in the basement by caller laying on the floor and a cut on the back of his head. The paramedics were called. Caller gave his uncle some glucose. The blood glucose was 136 mg/dl. The cause of death is pending. Customer was wearing the insulin pump at the time of death. Nothing further reported.